Event description:
It was reported that the patient underwent generator replacement surgery due to generator end of service. The explanted generator was returned to the manufacturer and underwent analysis. The reported demipulse predicted eos, and low battery allegations were duplicated in the pa lab. Results of diagnostic testing verified the neos battery status. The data in the diagaccum consumed memory locations revealed that 43.931% of the battery had been consumed. The battery is partially depleted, at 2.381 volts, as measured during execution of the final electrical test. The premature battery depletion may be the result of elctrocautery use at explant, as evident by the burn marks on the generator can. While reviewing decoder data for the generator, it was identified that on (B)(6) 2011, the initial interrogation of the patient's generator had been disabled due to "vbat eos threshold" at which time battery voltage was noted to be 3.008 volts. No anomalies were noted during the patient's previous office visit ((B)(6) 2010). As the patient's settings were increased during subsequent office visits it was also noted that the generator battery began to deplete at an accelerated rate (2.891v to 2.804v 1 month). During the analysis of the device, burn marks were noted on the can, though the device was not received in a pulse disabled condition. Thus it is unknown when this burn could have occurred. Pulse disabled events associated with vbat eos threshold prior to device eos were previously investigated for which the off-label use of electrocautery and esd were determined to be the source of an asic latch-up condition which occurred with these devices and in turn impacted the capacity of the generator battery. Given the proximity of this event to the implant procedure (2 years after implant) and the lack of evidence which would support the occurrence of a secondary surgical procedure, the pulse disabled event is unexpected.

Event description:
The three model 2183 cfx battery cells were returned to the battery manufacturer from the vns generator manufacturer for evaluation for premature battery depletion. These cells were compared to three beginning of life control samples provided by the battery manufacturer. Analysis of the three cells for premature battery depletion was performed. There were no visual anomalies noted, and there were no apparent component defects were noted during x-ray analysis. The device history records and electrical burn-in test results were reviewed. No abnormal or defective conditions were noted during the manufacture of the cells. All of the battery manufacturer and generator manufacturer specifications for shipment were met. The capacity verification testing analysis test performance for the three returned cells and three beginning of life cells (controls) was reviewed. In conclusion, the performance of the two groups, in terms of complex impedance and capacity verification, with a depth of discharge range from 76% to 86%, did not reveal any differences that account for premature battery depletion.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records confirmed that all quality tests were passed prior to distribution. Method and results, corrected data: the previous report inadvertently did not include this information.

Event description:
Follow-up with the neurologist's office found that they had no record of any medical procedures or mris between (B)(6) 2010, that could have possibly resulted in the pulse disabled condition. The site indicated that the pulse disabled condition was believed to be related a static shock the patient received from her clothes dryer between (B)(6), however a static shock would likely not have enough energy to result in an asic latch-up condition.